Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis could not confirm the customer comment that the programmer would not power on. During analysis, the programmer would boot up as normal operation. There was no error in the parsing sheet. The power supply was replaced as a preventative measure. It was indicated that the programmer interrogated intermittently with the provided radiofrequency head. The head connector on the printed circuit board was loose. The board was replaced and calibrated. The hard drive was reconfigured and loaded with updated software. The system fan was noisy and therefore replaced. The programmer passed final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer would not power on. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.